Event description:
It was reported that there was an error resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the root cause of the reported issue was due to a calibration issue in the exhalation valve. This would cause reduced tidal volume which is not a reportable malfunction.